Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 3 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient lost consciousness and fell on the floor. While unconscious, the cgm reading was 120 mg/dl and the bg reading was 300mg/dl. One of his relatives called the rescuer and the patient was taken to the hospital. The patient does not recall what medications were given to him while he was home. When he was in the hospital, the bg reading was still high, and he was treated with 1 bag of IV fluids and his daily medication (insulin atorvastatin amlodipine metformin arbutin lorazepam). The patient was discharged on (B)(6) 2024, feeling quite painful and lightheaded. At the time of the report the patient was at a rehabilitation facility due to weak muscles. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.h6 codes: health effect - impact code - f18 rehabilitation.